Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 28mg/dl, 28mg/dl, 28mg/dl (in the reported issue notes it was documented that, "first three readings were 28"), 93mg/dl. Tests were done within 11-20 minutes with a difference of 32mg/dl. Patient did not experience any adverse events. No further information has been reported.